Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a vns wrist magnet was cracked through the casing and also the magnet. It was not known how the damage occurred. The reporter was not certain if the magnet was still performing as intended, and was instructed on how to receive new vns magnets.